Event description:
Thv/tvt registry summary reporting for serious injury device thrombosis event associated with the sapien 3 ultra transcatheter heart valve, in the aortic position, for quarter 4 2021, that occurred more than 1 year post procedure. This report summarizes 1 device thrombosis serious injury event submission for sapien 3 ultra transcatheter heart valve. The age for this event is (B)(6) years. The gender is as follows: female.

Manufacturer narrative:
This report provides an event received from the data from thv/tvt registry under exemption number e2016006 and reports 1 device thrombosis event for the sapien 3 ultra transcatheter heart valve in the aortic position. The time to event (tte, in days) for this event was 398. The device identification (di) numbers for edwards sapien 3 ultra transcatheter heart valve are: (B)(4). Per the instructions for use (IFU), potential risks associated with the overall procedure include thrombus formation, plaque dislodgment, and embolization that may result in myocardial infarction, stroke, distal peripheral occlusion, and/or death. It is the natural tendency of the body to form clot on foreign objects in the vascular space. These patients are anticoagulated for the procedure and interventional best practices mandate meticulous wiping and flushing of the devices to prevent and/or remove clot. The thv training manuals and IFU instruct the operator to administer heparin and maintain the act at <250 sec. In this case, there was no allegation or indication a product malfunction contributed to this adverse event. Specific clinical and procedural details are not available to determine potential contributing factors to the event, or if the event is related to an edwards device. A review of edwards lifesciences risk management documentation was performed for this case. The reported event is an anticipated risk of the transcatheter heart valve procedure, additional assessment of this adverse event is not required at this time. The IFU and training manuals have been reviewed and no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. No corrective or preventative actions are required.